Event description:
The customer reported the system function stopped working in the middle of a procedure. The fe reported the mainframe failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug connector was tightened, the power supply was adjusted, and the circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.